Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that replacement of the fuses for the imaging system resolved the reported issue. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the line power light for the imaging system was not illuminated. The representative reported that the fuses on the imaging system were open. There was no patient present when this issue was identified. No additional information was provided.